Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power mgmt board was replaced to address the issue.